Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was using an ungrounded patient cable due to a suspected issue with the percutaneous lead (driveline). No further information was provided.

Manufacturer narrative:
The report of a suspected issue with the driveline could not be confirmed. The submitted system controller log file appeared to show the pump operating as intended. The submitted log file dated (B)(6) 2018 contained approximately 1 day of data and pump parameters appeared stable throughout the log file. The pump operated above the low speed limit for the duration of the log file and no atypical alarms were captured. The patient remains ongoing on lvad support and no further issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.